Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the reservoir tank cover was cracked and the leg rubber of the main unit was missing. During the functional testing, it was confirmed that the circuit disconnection alarm does not disappear even after connecting the l-70 heating tube to the main unit. The cause of the issue was found to be that the micro switch on the main unit is broken. The micro switch was replaced as well as the reservoir tank cover and leg rubber. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a circuit disconnection error occurred. There was no patient involvement and no health damage to the patient in this incident.